Manufacturer narrative:
This report is filed may 20, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure (date not reported); the abutment was removed and the site was undermined. The implanted device remains.